Event description:
A medtronic representative reported that while in a brain stem biopsy, the software unexpectedly exited. All necessary samples had been sent to pathology, this did not affect the outcome of the case. In trouble-shooting, the medtronic representative clicked on the exams button, in the modify images tab, to switch from the CT to the MRI that were merged together, at this, the software showed a message "exiting software" and returned to the application launch screen. The trajectory was no longer locked. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2013, the stealth system logs and archive were received by medtronic technical services. On (B)(4) 2013, a medtronic on-site representative upgraded the navigation system with the current version of (B)(4) (this upgrade was provided as part of the site's service contract), and performed a system checkout that showed the system to be fully functional. On (B)(4) 2013, the software behavior logs from the time of the reported event were analyzed by medtronic navigation software engineering. The logs showed an "x server error" occurred on the date of the reported event. On (B)(4) 2013, medtronic software engineering requested core files for further software analysis from the navigation system, and medtronic technical services provided instruction to the medtronic on-site representative on how to retrieve them. On (B)(4) 2013, another cd of system log files was received by medtronic technical services, but did not contain any additional information which pertained to the reported issue. Although the reported event has not been replicated by medtronic personnel, the most likely cause of the reported event was a memory allocation error in the software application. Analysis of the system log data showed a memory allocation error occurred, which caused the application to exit. The software identified that this error condition occurred, and exited in order to prevent unexpected behavior within the application. The system logs showed what part of the software was affected by the error, but the investigation was unable to confirm where the memory allocation error was generated. This issue will be tracked in a medtronic navigation software anomaly database and monitored for recurrence. There have been 5 successful surgeries on this navigation system since the reported event.

Manufacturer narrative:
Software evaluation has not been concluded at time of this report.